Event description:
On march 9th, co's distributor contacted vascutech to inform the co of an incident. A pt underwent an in situ bypass procedure. The procedure was completed successfully and the pt was released from the hospital five days post-operation. The pt was reported to be in stable condition at the time of release. Two days post-hospital release (seven days post-operation) the pt had a hemorrhage in their leg.